Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 115330, lot number: 686000, description: comprehensive reverse shoulder glenoid basplate; 118001, 910710, versa-dial/comprehensive standard taper adapter; 115383, 950390,  comprehensive reverse central screw 6.5x35mm; 115320, 254180, comprehensive reverse shoulder glenosphere 41mm; 180502, 071970, comprehensive locking screw 4.75x25mm qty 2; 113633, 949970,  comprehensive primary stem 13mm mini; xl-115366, 383910, acrom xl 44-41 standard humeral bearing. Customer has indicated that the product will not be returned as it has been discarded by the hospital. The investigation is in process and once it has been completed a follow up report will be submitted.

Event description:
It was reported that patient underwent a shoulder revision procedure approximately five years post-implantation due to the humeral tray fracturing at the taper junction. The fractured taper portion became cold welded in the stem; resulting in a greater than thirty minute delay in the procedure due to the stem having to be removed, along with the tray and bearing components. No additional patient consequences reported.